Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau2348 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reau2348) have been reported from the same (B)(4) facility.

Event description:
It was reported by the facility, the catheter was inserted in the patient. It was stated that after aspiration and flushing, the catheter started to leak from the hub and the 3-way valve didn¿t work. The catheter was subsequently removed and open-end powerpicc placed successfully.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage through the valve was inconclusive because the specific conditions and pressures which the valve was subjected to were unknown and no potential cause for the issue was observed during the product investigation. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained residual material throughout the external surface and within the extension tube. Gross visual evaluation of the solo hub resulted in no unusual observations. The sample was visually examined through a lighted microscopic in order to inspect the condition of the valve. The valve was normally seated and all three valve slits appeared appropriate formed and were in place. No obstructing material or other potential causes of valve malfunction was observed. Following visual inspection the sample was repeatedly flushed and aspirated with visual inspection of the valve at each step. No apparent changes or malfunction of the valve was observed. With the catheter fully primed, the valve was able to support the weight of the water column. Since the problem was not observed during the evaluation, and no potential cause for the reported issue was observed, the complaint of patient bleed back was inconclusive.